Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55 (mg/dl) and subsequently fell. Juice and glucose tablets were consumed to address low bg level. System check with tandem technical support indicated the pump was performing as intended. The contact reported the customer's bg levels were stable at the time the event was reported.

Manufacturer narrative:
The touchscreen issue was confirmed as well as another issue identified during evaluation. No failure was identified related to the customer's low blood glucose level.

Manufacturer narrative:
Upon review of the bolus delivery prior to the low event, it was found that the user programmed a food bolus while they still had 1 unit of insulin on board and at target bg.review of the pump logs determined that a pump malfunction did not cause or contribute to the low bg event.